Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a invalid smart cubie¿ memory. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed errors as cubie pocket read, write or invalid cubie memory. A technical support specialist explained the issue to the customer as that the error occurred because the item filled in the smart cubie was deleted from the facility formulary just before the cubie was inserted into a device. Although the station cached the formulary item to allow the pocket insert, the load process failed because it queried the station database, which showed the item as deleted. This resulted in the cubie failing with a read/write error. The customer acknowledged the explanation and resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a invalid smart cubie¿ memory. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.